Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 690 mg/dl and the cause was not known. The customer changed the pump supplies. No issues were identified with pump or pump supplies. Insulin injections were administered and correction via the pump was delivered to address bg. The customer was hospitalized for elevated bg and diabetic ketoacidosis (dka). Ketones were identified by a healthcare provider as being dangerous. Pump history showed that low power alerts and shutdown alarm were found. The customer confirmed the alert/alarm and did not allege that they impacted bg. The customer was treated with intravenous insulin drip. Elevated bg/dka were resolved. Tandem technical support performed a pump system check and no device issues were identified. At the time of the report, the customer had not yet been discharged. Although multiple attempts were made to follow up for additional information, the customer did not reply to the requests.